Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-9, lot # n307740, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (25 mg/ml, 12.5/day), and morphine (10 mg/ml, 5/day) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient was in a car accident and had been in a rehabilitation center. The patient¿s pump had been dry for ¿about a week¿ (prior to (B)(6) 2015). A health care provider (hcp) was asking if the pump should be refilled with saline or drug or if the pump should be left empty. The patient was doing well as he was on ¿other drugs¿ and had intravenous (IV) treatment. It was later reported that the pump was not empty. The pump still contained about 4 ml of medicine but an empty pump alarm was sounding. It was unknown if the pump alarm was confirmed with telemetry. No patient symptoms were reported. The patient had missed a refill due to their hospitalization. Troubleshooting, actions/interventions were noted as ¿patient was in the hospital.¿ the patient received a pump refill on (B)(6) 2015 and had recovered without permanent impairment. Follow up was conducted for what additional medications the patient was taking at the time of the event, and the patient¿s pertinent medical history, but this information was unknown.